Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement test and self-test. No failed battery test or blank display was noted. The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's daughter in law reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that she changed the battery and the display went blank. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the battery being used was (B)(6) aaa alkaline battery. The customer stated that she received a failed battery test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.